Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual and functional testing were performed. The f-94 alarm was identified during functional testing. The cause of the condition was determined to be misconfigured software. To correct the condition, the device was configured. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-94 alarm (configuration option settings checksum is not 0). No additional information is available.